Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy of the l1, l2, and l3 lead. X-ray imaging revealed migration of the l2 lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue.